Event description:
The initial reporter stated that they received calibration errors and questionable results for a total of 7 patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Na and cl results were high, while the k values were normal. The customer provided data for two patient samples that were affected and these had erroneous na, k, and cl results. Of the mentioned tests, the erroneous k and cl results are reportable as a malfunction. No erroneous results were reported outside of the laboratory. The samples were repeated on a second analyzer and these repeat results were believed to be correct. The first sample initially resulted with a k value of 3.21 mmol/l, which repeated as 4.02 mmol/l. This sample initially resulted with a cl value of 139 mmol/l, which repeated as 102 mmol/l. The second sample, from a (B)(6) male patient born on (B)(6) and weighing (B)(6)., initially resulted with a k value of 3.42 mmol/l on "(B)(6)" 2019, which repeated as 4.2 mmol/l. This sample initially resulted with a cl value of 126 mmol/l on "(B)(6)" 2019, which repeated as 105 mmol/l. The patients were not adversely affected. The k electrode lot number was t65, with an expiration date of 03-sep-2019. The cl electrode lot number was d91, with an expiration date of 25-sep-2019. The field service engineer determined there was a fluidics failure of the sipper nozzle. He replaced the sipper nozzle and tubing. He cleaned the ise flow path. He ran precision studies and these recovered within guidelines. The customer ran calibration and controls; these were within specifications. Controls were within range and did not show any indication of a reagent or instrument performance issue. The alarm trace did not show any relevant alarms. The investigation determined that the service actions resolved the issue.